Manufacturer narrative:
The review of the device history records of the part used during the surgery indicate that the implants were manufactured according to specification and no deviations were noted for released product. Patient was reported to be highly active with healthy bone.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure using a paragon 28 intramedullary nail on (B)(6) 2018. Approximately 7 weeks post-operative, the nail was reported as broken across the hole located near distal cuneiform. At that time, the patient did not report any pain. On (B)(6) 2018 the nail was revised.